Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that the 11.5 diopter lens was replaced with a 14.5 diopter lens. A difference of three diopter powers would indicate the event was most likely a calculation error. (B)(4).

Event description:
Additional information was provided by the reporter, who indicated that the patient's issues resolved. The iol was exchanged for a three diopter difference of power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient was not happy with the results and vision was not clear after surgery. The lens was exchanged for a different lens one week after the initial implantation with a clinical reason of blurry vision reported.